Manufacturer narrative:
(B)(6).

Event description:
It was reported that patient had an acl reconstruction. Patient came back complaining of pain around the tibial fixation site. MRI shows large cysts containing around 40-50ml of a jelly like substance. A second surgery was required years after the initial acl to remove the screws.

Manufacturer narrative:
Due no product return, the complaint could not be confirmed. Definitive conclusions cannot be made without a device to evaluate. Accurate investigation and evaluation are not possible. The product met specifications upon release to distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a patient had an acl reconstruction. Patient came back complaining of pain around the tibial fixation site. MRI shows large cysts containing around 40-50ml of a jelly like substance. A second surgery was required years after the initial acl to remove the screws.